Event description:
It was reported that a declot procedure was being performed on a male pt with renal failure. While in use, the basket detached from the catheter. Add'l info received by the clinician on 10/21/2010 stated that per the physician's report the 7fr sheath was placed in a retrograde puncture and over a .014 inch wire. The percutaneous thrombolytic device (ptd) was advanced through the arteriovenous (av) anastomosis, was deployed and then pulled back to the av anastomosis where it was activated. During direct fluoroscopic visualization, the device separated from the catheter at the base of the thrombectomy basket. The catheter was removed, but the entire basket segment remained in the vessel. The pt was taken to surgery for removal of the piece and the fistula needed to be replaced. There was a 24 hour delay in treatment, no pt death and the pt remains in the hospital.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.